Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a sensor failure and had an unspecified issue with her tandem pump infusion site. These issues led to the patient being hospitalized for two days. The reporter did not know when the sensor failure occurred during the timeline of events, and was not able to provide any other event details about how the cgm was functioning before and during this event. The reporter was away on a business trip when this event occurred and therefore, does not have many event details. There was no documentation of patient symptoms or what medication/treatment the patient may have received. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/28/2024, it was reported that the patient experienced a sensor failure and had an unspecified issue with her tandem pump infusion site. These issues led to the patient being hospitalized for two days. The reporter did not know when the sensor failure occurred during the timeline of events, and was not able to provide any other event details about how the cgm was functioning before and during this event. The reporter was away on a business trip when this event occurred and therefore, does not have many event details. There was no documentation of patient symptoms or what medication/treatment the patient may have received. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional event or patient information is available.